Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the circumflex artery using an indigo system catrx aspiration catheter (catrx) and a non-penumbra guide catheter. During the procedure, while advancing the catrx through the guide catheter, the physician experienced resistance; therefore, the catrx was removed. The procedure was completed using balloon angioplasty, stenting and medication. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the catrx was kinked at approximately 119.0 cm from the hub. The guidewire lumen was punctured at approximately 136.0 cm from the hub. Unknown materials were observed within the guidewire lumen. Conclusions: evaluation of the returned catrx revealed that the guidewire lumen was punctured, and the catheter was kinked. If the guidewire is forcefully advanced through the catrx guidewire lumen at an extreme angle, the guidewire may puncture the lumen. If the guidewire was outside the guidewire lumen and the catrx was inserted into a parent catheter, resistance maybe encountered during advancement. Forceful advancement of the device against this resistance likely contributed to the kink on the catheter. Further evaluation of the device revealed unknown materials within the guidewire lumen. This damage was likely incidental to the complaint. During functional testing, a demonstration guidewire was unable to advance into the guidewire lumen due to the unknown materials inside the guidewire lumen. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.